Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an abnormal sound was generated from a cutter and actuation and cutting failure during the cataract and vitrectomy combination surgery. The condition of aspiration was unknown. The surgery was completed on same day by replacing product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. Slightly bent needle. The sample was then functionally tested for aspiration, actuation and cut. The sample was found to be conforming for aspiration and actuation and nonconforming for cut. No abnormal sound was observed. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks observed on the bend area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported abnormal sound and actuation issue is not determined as the returned sample was conforming for all visual, dimensional, and functional testing. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported cutting issue. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probes had cut failures. The complaint evaluation does not indicate an actuation failure. The exact root cause of the cut failures cannot be determined from the evaluation performed; however, a manufacturing related root cause cannot be ruled out. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications for report of abnormal sound and actuation issue. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. However, a non-conformance investigation was initiated related to the probe cut failure. Not warranted: as the root cause and its origin are inconclusive for the report of cutting issue, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).